Manufacturer narrative:
Mentor received additional event information that the patient had previously undergone explantation and replacement with unknown mentor saline breast implants on (B)(6) 2015 due to bilateral implant deflation and rippling. The suspect medical device information provided belongs to the patient¿s previous set, and the date of device implantation and explantation have been updated accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the replacement devices were mentor memorygel breast implant 630cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/28/2021, it was reported to mentor that the device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with 475cc mentor smooth round moderate profile saline breast implant experienced bilateral implant deflation postoperatively. Deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. A discrepancy between implantation date and device expiration date has been noted. Multiple attempts for additional information have been performed. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.